Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to the reportable malfunction of foreign additionally, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip and white-clouded area; due to clogging of nozzle, air and water supply volume and water removal availability did not meet the standard value; adhesive around light guide lens was peeled; paint on suction cylinder was peeled; universal cord had a scratch; adhesives around objective lens had white-clouded area; adhesive around light guide lens was peeled and had white clouded area; the foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: the a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had air/water (a/w) flow issues from the a/w flow system. The event occurred during a diagnostic upper section procedure. The procedure was completed after the device was exchanged with a similar one. There was an unspecified delay due to device exchange. The device was returned and during the device evaluation the following reportable malfunction was found: a/w nozzle had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over three years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions of gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions of gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.